Manufacturer narrative:
Lot analysis: device/batch history record review: yes. Findings: lot 7097629 was built on afa line 7 on 10apr2017 thru 17apr2017 and packaged on line10 for the quantity of (B)(4). Lot 7054887 was built on afa line 6 on 24feb2017 thru 28feb2017 and packaged on line 10 for the quantity of (B)(4). Reviews of dhrs revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Qn / sap database review: no. Findings: qn/sap review is not required for level a investigations as per (B)(4). Visual analysis: observations and testing: received one used catheter adapter assembly attached to an extension set and a 10ml syringe. Water/air leak test: using a lab supplied male slip luer test fitting performed a water/air leak test. Leakage was observed, air bubbles formed coming out from a skive observed on the catheter tubing. Visual/microscopic examination: the catheter tubing was slightly curved and revealed damage (skive) caused most likely caused by the needle tip. Investigation samples(s) meet manufacturing specifications: no. The unit leaked through the damage (skive) found on the catheter tubing. Conclusions: the unit received for investigation revealed damage (skive) on the catheter tubing. Did the evaluation confirm the customer¿s experience with the bd product? Yes. Although the adapter-connector was not damaged, the unit received for investigation revealed damage (skive) on the catheter tubing. Were we able to reproduce the customer's experience with the bd product? No. The customer experience could not be reproduced at the laboratory. Root cause: relationship of device to the reported incident: indeterminate. Comment: the customer statement ¿product came apart at hub and broke after use¿ discloses evidence that the bd product functioned as intended and did not leak at insertion/during use, therefore is it unknown where/how the defect initiated (user/manipulation).

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use, the hub of the 20 g x 1.00 in. (1.1 mm x 25 mm) bd insyte¿ autoguard¿ shielded IV catheter broke. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined.